Manufacturer narrative:
A review of ticket trending data for the alinity I ca19-9xr assay and complaint lot lot number 13604fp00 was performed. The review did not identify any adverse trends or increase of complaint activity that indicate a product issue related to patient results. Accuracy testing was performed to evaluate the performance of reagent lot 13604fp00. Acceptance criteria were met, which indicates acceptable product performance. A device history record review was performed on reagent lot 13604fp00, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. No customer returns were available for evaluation. No product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated ca19-9 result on the alinity analyzer. The following data was provided: case 2 (B)(6): male dob (B)(6) 1969 diagnosed with an unknown type of cancer: initial 812.92, repeat 1717.82 u/ml (111% shift). There was no negative impact to patient management reported.